Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve, a pre-implant dilatation was performed. During implant of the first valve, the valve dislodged. A second valve was prepared however the backplate was not retrieved before crimping. The valve was not used and a new system was used for implant. Additional information was received that the nurse forgot to remove the backplate from the loading system of the second valve before crimping the inflow. Additional information was received indicating the following: the valve deployment starting point was at the bottom of the pigtail catheter; prior to valve dislodgement, the implant depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc); the patient's calcified annulus was not a contributing factor to the dislodgment; and two non-medtronic guidewires were used during the procedure (first a safari, then a lunderquist). Additional information was received that a snare was used to capture the dislodged valve in the aortic arch. A second medtronic transcatheter valve was used. Upon slow release of the second valve, the patient lost pressure and developed ventricular fibrillation. 2 defibrillation attempts were performed and the patients hemodynamics rapidly recovered after deployment.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: this is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: 9612164. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.